Manufacturer narrative:
The doco was returned to isi for failure analysis investigations. Failure analysis confirmed the customer reported complaint. The doco failed to communicate with the system during functional testing. It was concluded that the doco's power supply was nonfunctional, thus causing the issue experienced by the customer. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the site experienced a non-recoverable system error code 252. Prior to contacting intuitive surgical, inc. (Isi) for technical support assistance the site power cycled the system; however, the issue persisted. With the instruction of the isi technical support engineer (tse) the site powered off the system, cycled the vision side cart (vsc) and the double camera controller unit (doco); however, the issue recurred. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. No patient harm was reported. The investigation conducted by the isi field service engineer (fse) concluded that the system error code 252 was associated with the doco. The doco is located on the vsc and it receives and processes video signals. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code number 252 appears when the master supervisory controller does not receive an expected message within a specified time. Upon determining this condition, the safety system put the da vinci in a non-recoverable safe state. The system was repaired by replacing the doco.